Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating ds2 service required error message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burn, outlet seal and heater plate with saline contamination, ui panel scratched and low intensity white led failure. The customer complaint was reproduced. There was multiple error has been identified. The device was scrapped. Has context menu.